Manufacturer narrative:
(B)(4) the patient disconnected without following proper procedure, which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. During the troubleshooting, it was determined that the patient disconnected during dwell one without pressing stop and the device started the drain prior to the patient reconnecting. The technical service representative explained about proper procedure to the patient. The patient cycled the power on the device to clear the alarm. The patient was going to start over with new supplies. The patient did not have a last fill. There was no patient injury or medical intervention associated with this event. No additional information is available.